Event description:
Caller states patient tested 7.1 inr and 6.0 inr on the coaguchek xs system while a comparison lab returned as 4.3 inr. No actions taken based on device results. No adverse event reported. Requested return of suspect system and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.